Event description:
Cusomer called to report multiple sensor issues on the insulin pump. Customer also reported having experienced a low blood glucose value of 40 mg/dl. Customer's current blood glucose reading was 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected three opened/used enlite sensors and performed bicarbonate buffer test. All three sensors passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.